Manufacturer narrative:
No ambulance was required at the time of incident. The father-in-law fell onto the concrete but there was no serious injury. We shipped a new rollator to the customer and requested that the defective unit be sent to us for investigation. A f/u report will be sent once the investigation is complete.

Event description:
Claimant's father-in-law was sitting in his hugo walker on the evening of (B)(6) 2015 when one of the legs sheard off, causing him to fall onto the concrete in the driveway.